Manufacturer narrative:
All operating currents are within specifications. No unexpected blank screen noted. The insulin pump passed displacement test and selftest. All buttons functioning properly however moisture damage noted on keypad traces during visual inspection. The insulin pump was tested with a test keypad and no frozen screen noted. The insulin pump communicated properly within sensor test. No weak signal alarms noted.

Event description:
It was reported that the insulin pump was alarming a weak sensor. It was stated that the customer attempted to clear the alarm, but the buttons were unresponsive and the time on the device was not advancing. Troubleshooting was performed, and the insulin pump had a frozen display. Reviewed the alarm history and found the alarm. The customer's blood glucose reading was 13.3mmol/l, and the customer did not have a back up. No further information was provided.